Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post-operative visual by the physician indicated no fracture was detected.